Event description:
Account obtained negative suds hiv1 results on a known hiv positive patient involved in a needlestick incident. The account originally tested this patient with a lot (0349) of suds hiv1 which had expired 7/31/2001. The account obtained negative results. The patient was redrawn and results were negative again. The patient was also tested on abbott hiv 1/2 with reactive results. The negative suds hiv1 results were not reported. The account received another lot (1101) which had an expiration date of 12/31/01. The patient tested negative on this lot as well. The employee involved in the needlestick incident was offered azt therapy. There was no injury reported.